Manufacturer narrative:
Additional surgical repair is not specifically labeled in the IFU. Endoleaks are labeled in the IFU. Event evaluation: still under investigation.

Event description:
On (B)(6) 2011, a (B)(6) male pt underwent aaa repair. The pt's anatomical form was suitable for endovascular repair. The procedure was consisted of placement of a main body, an iliac leg in the right and two iliac legs in the left. Type ii endoleak was confirmed and the procedure was completed. On (B)(6) 2013, distal type I endoleak was confirmed in the right by follow-up CT. Expansion of the aaa was not confirmed. The physician confirmed that the common iliac artery became aneurysmal as approximately 30 mm and he determined the endoleak was due to migration of the iliac leg graft due to aneurysmal of the common iliac artery. Additional procedure will be scheduled. The pt's condition is unknown as not provided by reporter.